Manufacturer narrative:
(B)(4). The ziv6-35-125-7.0-120-ptx sent of lot number c777751 was implanted in the pt therefore is not available for eval. With the info provided a document based investigation was carried out. Images were requested to support the complaint investigation however to date no images were provided. Once rec'd, these will be reviewed and investigation will be updated accordingly. If can be noted that according to the initial info, the event was related to 'thrombotic occlusion'. Further info provided by the sales rep revealed that "it has not been confirmed yet if the event was thrombosis or occlusion". No other info has been provided to date. From the pt's pre-existing conditions provided with this complaint, it is known that the pt had known potential risk factors for thrombosis such as advanced age ((B)(6)), hypertension and history of tobacco use. It is possible that there were other add'l risk factors however no other info was provided. Worsened claudication and worsened rutherford are the symptoms of progressing peripheral artery disease. It is unlikely that occlusion/thrombosis could have occurred due to zilver ptc malfunction however a definitive root cause of this event cannot be determined and no other comments can be made at this time. As no images were available to support the complaint investigation the complaint is confirmed on customer testimony. It may be noted that worsened claudication and arterial thrombosis are known potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant mfg records revealed no discrepancies that could have contributed to this complaint. According to info provided, pta and thrombolysis were performed and the pt has a favourable outcome. Qual engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: ziv6-35-125-6.0-60-ptx / c778440 x 1 was placed in left proximal sfa. On (B)(6) 2012: ziv6-35-125-7.0-120-ptx / c777751 x 3 were placed from the left sfa to the above-knee pop a. On 17/jul/2013: thrombosis or occlusion was confirmed. (Stent with thrombosis of occlusion cannot be determined.) (Worsen, claudication and worsen rutherford were observed.) On (B)(6) 2013: pta and thrombolysis were performed. On (B)(6) 2013: the pt had a favorable outcome. This reports relates to one ziv6-35-125-7.0-120-ptx device placed in the pt on the (B)(6) 2012. Reference also directly related MDR reports 3001845648-2015-00021, 3001845648-2015-00022, 3001845648-2015-00024.

Manufacturer narrative:
PMA/510(k)#:p100022 and s001. The ziv6-35-125-7.0-120-ptx stent of lot number c777751 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: ¿findings: 1. Angiography from secondary intervention 7/19/13 is provided along with the complaint report. 2. Three zilver ptx 12 cm stents were deployed from the left common femoral artery (cfa) to the above knee popliteal artery (pa). 3. A fourth 6cm stent was present in the distal superficial femoral artery (sfa) at the adductor canal. This likely represented the 6cm stent implanted according to the complaint report, 7/30/12, although in the proximal sfa rather than the distal sfa. 4. A stent was present in the left profunda femoral artery. 5. The sfa was occluded from the proximal first 3cm of the sfa through the below knee pa. 6. In 31 minutes, the sfa thrombus had been cleared to reveal mild to moderate proximal stent narrowing, mild mid stent and distal stent narrowing through the adductor canal, and moderate to severe narrowing through the above knee popliteal artery stent segment to the below knee popliteal artery. Impression: 1. The stents occluded from a combination of thrombus and intimal hyperplasia. The intimal hyperplasia was moderate to severe in the above knee popliteal segment. This involved a zilver ptx 12cm stent. 2. Stent outflow was limited by a moderate to severe above knee pa stenosis contiguous the distal in-stent stenosis.¿ from the patient¿s pre-existing conditions provided with this complaint, it is known that the patient had known potential risk factors for thrombosis such as advanced age (82), hypertension and history of tobacco use. Based on the imaging review the sfa was occluded due to a combination of thrombosis and intimal hyperplasia. The sfa thrombus was cleared to reveal a moderate to severe narrowing through the above knee popliteal artery segment, involving a 12cm stent. The customer complaint is confirmed as thrombosis was present. Worsened claudication and worsened rutherford are the symptoms of progressing peripheral artery disease. It is unlikely that occlusion/thrombosis could have occurred due to zilver ptx malfunction however a definitive root cause of this event cannot be determined and no other comments can be made at this time. It may be noted that worsened claudication and arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, pta and thrombolysis were performed and the patient had a favourable outcome. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Follow up report is being submitted due to the receipt and review of images relating to this event. Initial event description submitted as follows: (B)(6) 2012: ziv6-35-125-6.0-60-ptx / c778440 x 1 was placed in the left proximal sfa. (B)(6) 2012: ziv6-35-125-7.0-120-ptx/ c777751 x 3 were placed from the left sfa to the above-knee pop.a. (B)(6) 2013: thrombosis or occlusion was confirmed. (Stent with thrombosis or occlusion cannot be determined.) (Worsen, claudication and worsen rutherford were observed.) (B)(6) 2013: pta and thrombolysis were performed. This report relates to one ziv6-35-125-7.0-120 device placed in the patient on the (B)(6) 2012. Reference also directly related MDR reports 3001845648-2015-00021, 3001845648-2015-00022, 3001845648-2015-00024.